Manufacturer narrative:
Submit date: 12/6/2017. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the nurse on the ICU inserted the catheter at 1600hrs. She reported putting 15mls of saline into the balloon. At 2330hrs the catheter was discovered in the bed, the balloon had ruptured. The balloon remenants were not recovered in the bed. The customer expressed concern that the balloon fragments may have been retained in the bladder. Bladder ultrasound to be completed and the results are unknown at this time.

Manufacturer narrative:
Correction to the lot number in d:4 two (2) samples were returned in relation to this complaint. One (1) used sample and one (1) unused sample were returned to the manufacturing facility. A visual examination of the balloon on the used sample finds that the balloon has burst and that there are segments missing. A visual inspection of the unused sample finds the balloon intact with no issue. The unused sample was inflated with 10mls of sterile water and placed in a water bath heated to 37.8 degrees celsius for a period of 24 hours. The balloon remained intact after the 24 hour test period and did not burst. It is noted in the complaint description that the nurse inflated the catheter with 15mls of saline solution. The IFU for the product states not to overinflate the balloon and to refer to the catheter valve for recommended inflation volumes. The valve in this case states 5-10mls. During the manufacturing process each catheter is subject to 100% inspection where the balloon is inflated, and inspected for leaks. Also as part of independent qa inspection the active area under the cuff is measured on a sample quantity. The active area under the cuff is the free space under the cuff to retain the saline solution. According to product specification, the active area under the cuff for this product can be between 9.25mm and 14.33mm. The active area for the returned sample was measured and found to be 11.69mm, therefore within specification. As the catheter has been subject to 100% functional inspection and the active area under the cuff is within specification the root cause may be the over inflation of the cuff caused it to burst or external factors such as excess lubricant between the tube and the valve. The lot number reported is incorrect reported as l ot number 151308fhx but based on the photos submitted with the complaint the lot is 15i308fhx. A review of the complaint tracking system for previous complaints against the lot number found no previous complaints against this lot number. The associated data will be fed into the risk management quarterly report. The device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of lo t 15i308fhx. If information is provided in the future, a supplemental report will be issued.